Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An (as-received) simulated treatment was performed and failed. The failure was caused by an encountered alarm due to a clogged hp1 and hp2 filters. The hp1 and hp2 filter was replaced and the cycler completed treatment without issues. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler there were visual indications of dried fluid found within the hp1 and hp2 filters. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event and a fluid leak during pd therapy. The iipv was discovered while reviewing the patient¿s treatment records following a report of a patient air detected in cassette alarm and fluid leak. The alarm occurred three times that night. The fluid leak was found during drain 2 or 3. The patient discontinued treatment during drain 2 of 3. A review of the patient¿s treatment records identified that the patient drained 3200 ml during drain 2 of the treatment. This drain volume is 212% of the patient's prescribed fill volume of 1505 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient experienced difficulty breathing due to overfill until treatment the next day with the new cycler. The patient was not prescribed any medications. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was not able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event and a fluid leak during pd therapy. The iipv was discovered while reviewing the patient¿s treatment records following a report of a patient air detected in cassette alarm and fluid leak. The alarm occurred three times that night. The fluid leak was found during drain 2 or 3. The patient discontinued treatment during drain 2 of 3. A review of the patient¿s treatment records identified that the patient drained 3200 ml during drain 2 of the treatment. This drain volume is 212% of the patient's prescribed fill volume of 1505 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient experienced difficulty breathing due to overfill until treatment the next day with the new cycler. The patient was not prescribed any medications. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was not able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.